Manufacturer narrative:
Device passed sleep current measurement, active current measurement, and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No pump error 25 alarms noted during testing or in the device trace download. Device also received with severely scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. The customer's blood glucose level was 7 mmol/l. The customer reported that the insulin pump had numerous change battery now and two power error alarms. The customer explained that he had received these alarms after reporting them the first time 2 weeks ago. The insulin pump will be returned for analysis.